Event description:
It was reported that a patient experienced a cartridge change error with their insulin pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The technical support team instructed the caller on several troubleshooting steps, which included inspecting the cartridge o-ring, cleaning the pneumatic tap area, and confirming the cartridge was correctly loaded, but these did not resolve the problem. The error persisted even after the customer followed the advice to try filling and loading a cartridge from a different box and lot with water. Technical support advised the caller to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and arranged to send a replacement pump. The customer confirmed their shipping address, following instructions to place the existing pump in storage mode and return it to the company using a pre-paid shipping label. The replacement pump was to be shipped with a requirement for a signature upon delivery.